Event description:
According to the reporter, the device did not completely cut. Cut the uncut tissue with scissors, and manual suturing was performed. Over 500cc of bleeding. Procedure: laparo rectumectomy (ra) double stapling anastomosis.